Event description:
Reportable based on the analysis completed on (B)(6) 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The diffuse, 80% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick balloon catheter. A 3.00x24mm promus element plus sds was advanced and was unable to cross the lesion. They performed another dilatation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Two struts on the most proximal row were pushed distally along with two struts on the following row. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).